Event description:
It was reported that the 3.0 x 23 mm xience v, a 3.0 x 18 mm vision and a 3.0 x 15 mm vision all were unable to cross to treat the lesion in the circumflex artery. Nothing crossed in the procedure. The patient was medically treated. There was no reported clinically significant delay in the procedure and no adverse patient effects. Analysis of the returned 3.0 x 23 mm xience v stent delivery system noted that the stent implant was dislodged and not returned. Follow-up information received from the site confirmed that the stent dislodged in the copilot rhv. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: analysis of the returned product noted that the stent implant was dislodged from the balloon and not returned. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There was wrinkled outer member 17 cm distal to the strain relief tubing for a length of 3.2 cm. Since this damage was not reported in the incident information, the wrinkled shaft may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length was measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomical information was not reported with the case information; however, it was reported several other devices were unable to cross the lesion which suggests the anatomy was difficult. Additionally, there was no damage noted to the stent prior to use which suggests a product deficiency did not contribute to the reported difficulties. It is possible that the stent caught on the lesion/anatomy, damaging the struts, and further interaction with the rhv during retraction would have contributed to the stent ultimately dislodging from the balloon. Return of the dislodged stent may have aided in the investigation. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for stent dislodgement for this lot. A conclusive cause for the stent dislodgement could not be determined; however the reported failure to advance appears to be related to the operational context of the procedure. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. All stent delivery systems are 100% visually inspected online for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.